Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A clinical nurse specialist reported that the ins9030 limitorr volume limiting evd 30 ml products easily broke with minimal effort. The date of the event was (B)(6) 2019. Additional information was received on (B)(6) 2019 stating that the nurse tested the connector prior to placing on the patient. Minimal force was used and it broke. There was no patient contact or no injury.

Event description:
N/a.

Manufacturer narrative:
The device was returned for evaluation. Three (3) limitorr units were sent inside the same package with two (2) transducers also included with a stopcock connector still attached to them. One of the unit had lot number 3153423 / catalog # ins9030, belonging to this report. Each of the three (3) units had a broken stopcock connector as reported in the complaint description. The device history record (DHR) review did not reveal anything that could cause the reported condition. The lot complied with all requirements as specified in the manufacturing shop order and procedures. The complaint was confirmed. The reported condition was consistent in the point of breakage. (B)(4).